Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging when the test "strip is inserted into the meter, the code number appears until she presses to stop it." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.